Manufacturer narrative:
(B)(4). Device evaluation summary: four sealed boxes with twelve unopened samples each of product code j497, lot mjk059 were returned for analysis. As total 48 unopened samples were received for evaluation. The issue sample was not returned. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements a manufacturing record evaluation was performed for the finished device mjk059 number, and no non-conformance's were identified. Representative samples returned to support 4 device issues captured in reports 2210968-2019-82593, 2210968-2019-82594, 2210968-2019-82595 and 2210968-2019-82596. Analysis results have been included in reports for each.

Event description:
It was reported that an animal underwent an unknown procedure on unknown date and suture was used. The needle fell off the suture during use. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported.